Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reav0585 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement of the catheter, the trocar of the set presented a rupture in its sheath, generating air intake which prevents a correct placement of the device, requiring multiple punctions in the patient blood vessels of great caliber, with risk of hemorrhages and injuries.